Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Review of primary operative notes confirms patient underwent a bilateral total knee arthroplasty due to degenerative joint disease. Final components were cemented into place using a pressurized technique. Final trial reduction was performed and was again found to be excellent. Review of primary operative notes does not indicate root cause. Review of x-ray report dated (B)(6) 2013 indicates satisfactory alignment and fixation of components. Review of x-ray report dated (B)(6) 2014 indicates lucencies on the lateral side of the tibial plate. A bone scan was performed and results stated there was increased uptake around the right proximal tibia, focally evidence at tip and medial tibial plateau, evidence of loosening. Review of revision operative notes confirms patient underwent a revision right knee arthroplasty due to a failed total knee. Inflammatory changes were noted, but no active evidence of infection. The tibial plate was found the interface between the component and cement to be largely loose. Scar tissue was also identified beneath the cement mantle and had chip. The information provided on this form was previously submitted under manufacturing report number (B)(4).